Manufacturer narrative:
The affected device was returned and evaluated. Upon visual examination, the patella component showed deformation on the articulating surface. There was cement adhered to the backside pocket of the patella component that did not become dislodged with the application of force. Discoloration due to the absorption of biological fluid was also observed. The deformation listed above could have attributed to the reported implant loosening. A review of complaint history revealed a limited number of complaints for this device/ failure mode. Neither surgical notes nor x-rays were provided; therefore; fit and orientation could not be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unknown. A definitive root cause cannot be determined with the info provided. A review of the DHR did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was required due to the patella loosening.